Manufacturer narrative:
This case is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a check days after implant the right ventricular (rv) pacing threshold had increased and the pace impedances measurements had decreased. An x-ray showed that the location of this rv lead had changed since implant thus the lead was repositioned with no issues. No adverse patient effects were reported.